Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump alarmed with no delivery alarms and motor error alarms. The customer¿s blood glucose level was 65 to 395 mg/dl at the time of the incidents. The customer reported diminished battery life and physical damage on the pump screen. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.